Manufacturer narrative:
Corrected data, initial report: device manufacturer date inadvertently not included.

Event description:
Patient experienced a decline in seizure control. The battery was noted to show ok upon interrogation. Further information was received from the patient¿s physician¿s office. The patient¿s settings were decreased and the patient had 6 seizures. The patient's settings were then reverted to previous settings and the patient continued to have seizures. It was noted that the patient had been seizure free for about 8 months up until (B)(6) 2019 and that the patient's pre-vns baseline seizure level could not be recalled. It was noted that the physician was still determining the cause of the increase in seizures. It was noted that the patient may be referred for generator replacement to the newest model. No known surgical intervention has occurred to date. No other relevant information has been received to date.